Event description:
It was reported by service report that the footend jack of the stretcher was drifting. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(Result) - linkage.